Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the patient interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as the patient interface is not an implantable device. Section h3: the patient interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that a vertical gas breakthrough occurred during a laser treatment on patient's oculus sinister (os) left eye of a female patient during flap creation. Physician successfully completed the surgical treatment on the patient's oculus dexter (od) right eye but had to abort the procedure on the left eye due to the breakthrough near the 4 o'clock area. The patient did not sustain any injury, but the case was aborted, and the patient is expected to return for potential surface ablation in the future. No further information provided.

Manufacturer narrative:
Section h11, additional information, section h2, age: 34 years. Section h2, date of birth: (B)(6) 1990 section h3, a3a. Sex: female. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search for related complaints from lot number 60511019 was conducted. No related complaints found for "hs-vertical / horizontal gas break through: procedural complications". As a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on mar 19, 2025. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. 1 of 1 of the reported opened patient interface with cone and suction ring, with no syringe received within original packaging confirming the reported lot number on typek lid. A visual inspection of the returned product did not reveal any obvious defects or damage. The syringe was not returned for this sample, therefore functional testing could not be performed. The reported event could not be confirmed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.